Event description:
The customer contacted baxter's service center regarding a patient that had to end therapy due to a leaking line, which occurred on the homechoice (hc) during use. The home patient (hp) called to report they woke up to go to the bathroom and found the rug next to his bed was wet. The hp said there were no alarms from the hc. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the home patient (hp) regarding the reported event. The hp stated a leak was occurring from the line from the cassette. The hp stated that they were able resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed. The cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A sample evaluation was performed but the issue could not be duplicated.